Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the log file showed the flex spot-pc did not start, reported malfunction ' system was not booting up' can be confirmed. Cause of the issue was found to be a malfunctioning flex spot-pc. Upon troubleshooting, the fse found that the control room had a flex spot setup, with only one of the three monitors displaying "connecting to installation source 100%." The exam room monitor, and touchpad were functional, and flex vision switching was operational. To resolve the issue, the fse temporarily restored room functionality by bypassing the hard drive bay. After that, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1152-2024. The codes were updated based on the investigation outcome.